Event description:
It was reported that low impedances (<250 ohms) were seen during a neurostimulator replacement surgical procedure. Specifically, impedances of 12 ohms were measured between bipolar electrode pairs #0 and 3. It was unk if the low impedances were present on the prior device system. The extension was going to be replaced to see if that resolves the impedance issue. Additional info was requested.

Manufacturer narrative:
(B)(4).